Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the phenomenon, ¿the light quantity of the main lamp is weak, and the organization cannot be distinguished", was reproduced. It was found that the phenomenon occurred due to a failure in the output connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed, due to output socket failure. Light connector pushed in had poor alignment with the light beam resulting in low intensity. In addition, front panel was shocked and broken in multiple places. The chassis had poor appearance. The video connector locking system was out of order. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A customer reported to olympus, the visera elite ii video system center light intensity of main lamp was too low to distinguish tissue. The event occurred during an endoscopy procedure. The procedure was completed using the subject device. There was no report of patient harm associated with this event.